Event description:
A malfunction alarm with code malf 12 was reported by the customer. There was no adverse impact to the customer's blood glucose level. Customer support provided instructions for resetting the pump, which successfully resolved the issue, and the customer was able to continue using the pump without further problems. The customer was advised to call back if the malfunction code occurred again.